Manufacturer narrative:
Citation: perez l, et al. Tct-355 permanent pacemaker implantation rate after transcatheter aortic valve replacement with self-expandable device and their relationship with cusp-overlap technique. J am coll cardiol. 2021 nov, 78 (19 supplements) b146. Doi: 10.1016/j.jacc.2021.09.898. Conference abstract presented at the thirty-third annual transcatheter cardiovascular therapeutics symposium, held (B)(6) 2021, at the orange county convention center, (B)(6). Earliest date of presentation used for date of event. Medtronic products referenced: corevalve (PMA# (B)(4), product code npt), evolut r (PMA# (B)(4), product code npt), evolut pro (PMA# (B)(4), product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the permanent pacemaker implantation rate following self-expandable transcatheter aortic valve replacement (tavr) using the ctv (coplanar view of noncoronary, right, and left cusp) or cot (noncoronary cusp isolated with the right and left cusp overlapped) fluoroscopic technique views. All data was collected from a single center. The study population included 73 patients (predominantly female, mean age (B)(6)), with 41 in the cot group and 32 in the ctv group. In the cot group, medtronic evolut pro valves were implanted in (B)(6) of the patients, while in the ctv group, medtronic evolut r valves were implanted in (B)(6). An unspecified number of medtronic corevalve and non-medtronic portico valves were also implanted in the study population. No unique device identifier numbers were provided. Among all patients, the 30-day mortality rate was (B)(6). No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Permanent pacemaker implantation was required in (B)(6) of the patient population within 30 days of tavr. Medtronic product may have been associated with the need for pacemaker implants. No additional adverse patient effects or product performance issues were reported.